Manufacturer narrative:
Device history review: the portex epidural catheter was not returned for investigation. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. A root cause was not established because the device was unavailable for investigation.

Event description:
It was reported that the epidural catheter ruptured in the patient. The catheter was sectioned during the epidural block procedure. No patient injury or complications were reported in relation to this event.